Manufacturer narrative:
B3: date of event is unknown. H3 other: device has not been returned to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had accuracy greater than 6 percent. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair. The device has not been serviced in the past. There were no event logs to review. Functional testing was performed, and the device failed three accuracy tests. The cause is an out of spec expulsor. Replaced the expulsor to correct the reported problem. Device passed all functional tests after repair.